Manufacturer narrative:
Customer medwatch number not provided. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report which states ¿spiked IV tubing into bag and hung bag. Antibiotic poured from IV tubing at broken location. Approx. 25% of med lost. No injury noted to patient."

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the lower fitment. No functional testing was deemed necessary because the tubing was separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification showed both sides of the tubing had no solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s report was a manufacturing issue of no solvent having been applied at the junction of the tubing during manufacturing process.

Event description:
Received a copy of the customer's medwatch report which states ¿spiked IV tubing into bag and hung bag. Antibiotic poured from IV tubing at broken location. Approx. 25% of med lost. No injury noted to patient."